Manufacturer narrative:
Of the 1 allegation of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning . This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the event indicated that the one touch ping model pump experienced a cs 012 issue. This report was received from various sources. The patient associated with this allegation was 15 years of age and 48 pounds. Of the reported patients, 0 were male, 1 was female, and 0 were unknown.